Manufacturer narrative:
The referenced prior no external power event was reported on medwatch MFR report # 2916596-2018-03191. The implant date reflects the date the patient was implanted with the lvad. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. A log file submitted to the manufacturer's technical service representative for review revealed a no external power event while the patient's vad system was connected to a mobile power unit (mpu). This event could have been due to the mpu's power cord coming loose from the mpu or the wall. There was no reported adverse impact to the patient due to the event. The customer reported that the patient was issued a v-locking cable due to a prior no external power event previously reported. No additional information was provided.

Manufacturer narrative:
The mobile power unit remains in clinical use and the patient continues on vad support with no further related issues reported. Review of the submitted log file confirmed a no external power event recorded on (B)(6) 2018. The alarm appeared to be due to a loss of power to the mobile power unit. The system continued to be supported by the system controller's internal backup battery during the event and there was no interruption to pump operation. The remainder of the data recorded in the log file appeared to show the system functioning as intended. A specific root cause of the captured event could not be determined. The mobile power unit was manufactured prior to the ac power cord upgrade. However, the patient was reportedly given a v-lock power cord following the event captured under MFR # 2916596-2018-03191. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.